Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump time was inaccurate due to customer not changing it for daylight savings. Customer's blood glucose was 300 mg/dl. Tandem technical support assisted customer with changing pump time appropriately.